Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/18/2019.

Event description:
The customer reported blower alarm. There was no patient involvement. The manufacturer's technical services (ts) could not confirm the reported issue. The customer ran the unit for 36 hours and could not duplicate any blower alarms . The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated